Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring fell off of the vasoview hemopro evh system cannula, and they had to retrieve it through the original incision with no other patient effects reported. A new unit was used to complete the procedure. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on july 28, 2010, for investigation. Visual inspection revealed that the c-ring was split in half. The other half of the c-ring and the scope wash tubing were received separate. The tubing was curved and bent near the c-ring, and the entire length was present. The device had minimal evidence of blood. Based upon the visual observations, the reported complaint "c-ring fell off" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. A supplemental report will be submitted if additional information is obtained. (B)(4).